Manufacturer narrative:
The insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed sleep current measurement, active current measurement, self test and displacement test. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test or battery failed alert noted during testing. However, failed batt/battery failed alarm was recorded and found in the formatted history file on 05/28/2021 at 17:14:15.000 alarmalertnotification, low battery alert on 05/28/2021 at 07:01:00.000 alarmalertnotification and 05/28/2021 at 07:49:22.000 alarmalertcleared, replace battery alert on 05/28/2021 at 16:32:00.000 alarmalertnotification, 05/28/2021 at 16:42:00.000 alarmalertnotification and 05/28/2021 at 16:54:22.000 alarmalertcleared, replace battery now alarm on 05/28/2021 at 17:03:00.000 alarmalertnotification and 05/28/2021 at 17:13:00.000 alarmalertnotification and power loss alarm on 05/28/2021 at17:28:17.000 alarmalertnotification, 05/28/2021 at 17:28:28.000 alarmalertnotification and 05/28/2021 at 17:28:34.000 alarmalertcleared. The pump was cut open to perform visual inspection and no loose electronic components noted. However, moisture damage was found on the electronic assembly, motor and vibrator assembly. No moisture damage on the battery tube and keypad assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had of battery test failed alarm. Contacts were not missing, damaged, or corroded. Customer used new batteries. Insulin pump did not alarm battery failed alarm. Pump was still offline. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.